Event description:
Customer reported that a patient presented with small, tiny, punctate area that looks like suture extrusion approximately 2 months following acl repair. The site was debrided with no indications of infection.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time.